Event description:
It was reported that the patient had a slight separation of the outer bend relief from the metal connector at the distal end of the driveline. There were no visible wires or alarms associated with the event. A clamshell repair was performed with no issues on (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the distal-end bend relief of the patient¿s driveline was confirmed through the evaluation of the submitted image as well as through the onsite evaluation by an abbott representative. Evaluation of the submitted image confirmed a tear in the silicone of the distal-end bend relief of the driveline. It should be noted that the distal-end bend relief did not appear to be separating from the metal connector itself. No wires were visible, and the damage appeared to be cosmetic only. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and no further events have been reported at this time. The heartmate ii lvas IFU, rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿¿¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.